Event description:
In 2004, pt was successfully implanted with the gore excluder aaa endoprosthesis trunk-ipsilateral leg component. Three years later, imaging svs rec'd images from field showing .5cm aneurysm enlargement and type I endoleak due to trunk migration. Physician attributed migration to angulated neck and reverse taper. Physician intervened four days later, and successfully placed three aortic extender components. Pt tolerated procedure well.

Manufacturer narrative:
Device remains implanted in the pt. Method - a review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specs.